Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k): k072642.

Event description:
It was reported screw fracture.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain® titanium large hexed screw (ilrght) was returned for investigation. Visual evaluation of the as returned product identified that screw fractured near the start of the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The patient had unknown bone density. The reported devices were used on unknown teeth and were used for an unknown duration. The customer did not provide pictures or x-ray images. Device history record reviews and complaint history reviews by lot number could not be performed, as the lot number associated with the reported device isnot available. A complaint history review by item number was conducted for the (ilrght) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported devices related to the reported event. The following sections have been updated: b4: date of this report. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.